Manufacturer narrative:
The hill-rom technician found the communication board connector was bent. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2007 to 2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side communications would not work. The bed was located in shannon tower 3200 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as compliant #(B)(4).